Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that customer was having difficulty emptying urinary drainage bag and also stated customer live by himself and it was difficult to use the drainage bag and enquired about the new design. Representative confirmed that the drainage bag outlet device was a new design and discussed how to squeeze the clamp so that the drainage tube will open up for disposal, eventually was able to get the bag to drain.

Event description:
It was reported that customer was having difficulty emptying urinary drainage bag and also stated customer live by himself and it was difficult to use the drainage bag and enquired about the new design. Representative confirmed that the drainage bag outlet device was a new design and discussed how to squeeze the clamp so that the drainage tube will open up for disposal, eventually was able to get the bag to drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.